Event description:
I am reporting a serious adverse event involving high-intensity surgical led lighting used during an emergency appendectomy. During the procedure, I was exposed for approximately 30¿45 minutes to overhead surgical led lighting at close range, without shielding, screening, or mitigation for phototoxic risk. Postoperatively, I developed phototoxic skin injury consistent with first- and second-degree burns, including erythema, blistering, delayed wound healing, and reopening of the surgical incision. Second-degree burns involved the surgical incision and surrounding tissues, encompassing approximately 4 square inches. Erythema first appeared on postoperative day 4. Within approximately 12 hours, the surgical wound reopened and released several milliliters of light brown exudate. Over the subsequent 6 days, the erythema expanded, and by postoperative day 10 involved a total area of approximately 30 square inches, with findings consistent with first- and second-degree non-contact burns. These injuries were non-contact, non-thermal, and non-uv in nature, and were not attributable to chemical exposure, infection, or surgical technique. In addition, I developed severe anterior uveitis (documented as 4+), requiring treatment with corticosteroid eye drops. I have a documented history of recurrent anterior uveitis, with over a dozen prior episodes confirmed by ophthalmologic records. I have known immune-associated risk factors, including hla-b27*05 positivity and a history of inflammatory susceptibility, which were identified to medical staff prior to exposure. While hospital staff made efforts to limit visual light exposure during postoperative care, no warnings, contraindications, screening protocols, or risk mitigation measures related to phototoxic injury from surgical lighting were communicated before or after the procedure. This was my first documented instance of skin burn associated with led light exposure. The injuries resulted in prolonged recovery, significant visual symptoms, and lasting psychological distress. This submission provides additional scientific and clinical context related to a previously submitted medwatch report concerning a serious adverse event involving high-intensity surgical led lighting used during an emergency appendectomy. The following context is provided to assist FDA post-market safety evaluation: additional context: preventable device-associated phototoxic risk contemporary surgical lighting systems increasingly rely on high-intensity, blue-weighted led sources with substantial short-wavelength visible light output (~430¿480 nm). These systems differ materially from legacy incandescent or halogen lighting in spectral power distribution and biological interaction. Peer-reviewed literature demonstrates that visible light can induce non-thermal phototoxic injury via activation of cellular photoreceptors (including opsins expressed in skin and ocular tissues), generation of reactive oxygen species, and cytokine-mediated inflammatory cascades. These effects are dose-dependent and may present with delayed onset, consistent with inflammatory phototoxic responses. Certain patient populations may be at increased risk, including individuals with immune-mediated or inflammatory conditions, hla-b27¿associated disease, known photosensitivity, or a history of recurrent uveitis. These risk factors are commonly documented in medical records but are not routinely considered in relation to surgical lighting exposure. To the reporter's knowledge, surgical lighting systems do not include warnings regarding phototoxic risk, and there are no standard preoperative screening questions or mitigation protocols addressing visible-light sensitivity, exposure duration, spectral modification, or shielding for at-risk patients. The reported injury appears entirely preventable through feasible measures and is submitted to support FDA post-market surveillance by identifying a potential under-recognized device-associated risk and a population with differential susceptibility. The intent of this submission is risk signal communication, not assignment of fault.